Event description:
Called to pt bedside to suction pt with in-line suction cath. Suctioning was completed. Pt then desaturated and had a bradycardia. Bagged pt with 40% fio2, heart rate returned to normal. Oxygen saturations increased to appropriate range. Pt placed back on ventilator. Vtl 1cc, pt desaturated immediately with slight decrease in heart rate, bagged pt with 40%. Pt recovered, returned to ventilaor. Noted no chest movement, vent. Not cycling. Tried to reset, alarms would not respond. Rn baggin pt so I could trouble shoot vent. Used touch screen with no response. No soft buttons or screen selections would work. Called for assitance from supervisor. Continued bagging pt., supervisor arrived saw problem, she shut vent off and turned it back on. She said the problem had ocurred before but it would not be ok and I should return pt. To vent. I checked vent, set up and alarms. Found no alteration in previous settings and vent cycling appropraiately. Notified respiratory therapist specialist in nicu the following day.